Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. No functional testing was possible due to a continuous alarm. The cause of the issue was found to be that the dso sensor was not functional. The dso sensor was replaced. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported serial number.

Event description:
It was reported that the pump has a pressure sensor defect. The incident was observed during a functional test in the workshop. No further information is available.